Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no evidence of a defect observed with the display screen; the text was clear. The discolored display was found to be caused by the display lens film, which was damaged and discolored. The display lens film is a removable accessory and does not affect insulin delivery function.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the display screen was dim/dark. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).